Event description:
It was reported that a patient alert was triggered but not heard by the patient for nearly two and a half months. The alert had triggered for high impedance. Pacing was noted to be intact but the p waves had decreased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.